Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as the extender ruptured due to which the patient lost peritoneal fluid. This was noticed during use of the device for peritoneal dialysis therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted broken occluder feet. Leak testing and clamp functioning testing were performed and there was flow through the set with the twist clamp in closed position. No issues were noted during clear passage testing. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.